Manufacturer narrative:
H4: the device was manufactured from february 3, 2020 - february 4, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph depicted fluid inside the device bladder which suggested a no flow problem may have occurred. The reported condition was verified and due to the nature of the returned sample, no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume folfusor. The patient was connected for therapy at the time of the event. The device had been filled with 4512mg fluorouracil in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.